Event description:
It was reported that manufacturer representative (rep) was in a case to move the ins location because the patient was having difficulty charging. The caller indicated that they moved the device from the abdomen to the chest today. The caller indicated that this event was reported but the caller did not have the report number at the time of the call. The caller indicated that they attempted to use the wireless recharger to charge the ins in the new location and it would connect for about 30 seconds, after that time the power button light would turn an amber color and the recharger would disconnect. The caller indicated that they did not have the recharger app connected to the recharger. The caller indicated that the ins felt superficial. The caller indicated that the ins was discharged prior to the case today. The caller was going to get a tablet with the recharger application to try to connect to the recharger. The issue was not resolved through troubleshooting. The caller indicated that they needed to end the call, technical services (tss) was not able to get any other details about the case. Additional information was received from the rep that the previous reports were created when the patient called in to patient services with problems with the recharger. There was no report regarding the pocket revision because it was a decision by the surgeon due to the patient gaining abdominal mass after a thyroid issue. After several attempts to connect the recharger to the ins, they were successful in establishing a lasting charging session. Actions and interventions included the recharger being stopped and started several times. The recharger app on the tablet showed an excellent connection. The patient was able to charge to over 75% and stimulation was restarted. It is unclear why the recharger initially would connect for 20-30 seconds before turning to amber. It is possible that there was electromagnetic interference in the recovery area. The issue was resolved. This information has been confirmed by the physician.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.